Event description:
It was reported that a patient enrolled in a clinical study underwent a total right hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2013, due to a fractured femoral component. The fractured fragment was removed and a proximal body and modular head was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."